Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported about two months after implant that the patient's right ventricular (rv) lead perforated accompanied with pericardial effusion. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.